Event description:
It was reported that the surgeon was using synapse for a c3-t2 fusion. At the final stages of the procedure, he chose to use the head to head transconnector to add extra stability to the construct. As he went to tighten the nut, a squeaking noise started indicating it was very tight. Soon after, the transconnector broke in the center. It was agreed upon that the nut was overtightened and the surgeon decided to change the transconnector and put on a new one. He was not happy with the angle the transconnector was seated on the head of the screw, and decided he wanted to change it and put on the angled transconnector. The surgeon then removed both nuts, uncrimped the connector, and tried to loosen off both set screws. One came loose easily, but the second set screw could not be loosened at all. He tried to loosen it with the locking cap driver, but struggled to loosen it. He then decided to cut the transconnector to get it off. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao, asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao, asif specification and with the international standard. Based on the received information, it is difficult to determine the cause. It appears that the surgical technique may have not been applied accordingly (overtightening), which lead to these damages. No product fault could be detected. This complaint is indeterminate from a manufacturing standpoint.